Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Catalog number is unknown at this time. The device was reported as an unknown trident hip replacement system. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery of his left hip on or about (B)(6) 2006. It is alleged that the patient had constant swelling and/ or lack of mobility and was revised on (B)(6) 2011.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery of his left hip on or about (B)(6) 2006. It is alleged that the patient had constant swelling and/ or lack of mobility and was revised on (B)(6) 2011.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available.